Manufacturer narrative:
The compressor was investigated and repaired on site by our filed service engineer (fse). It was reported that the compressor alarmed for low pressure and over sound vibration. The error was duplicated once the system was powered on but was resolved once the hose connection had been made. The system was further exercised on a test nipple for 30 min to observe any further potential alarms or fluctuations in pressure. No further issues found. The noise reported was simply the unconnected hose fitting vibrating off the mobile cart.device passed all performance and safety tests according to factory specifications.device was cleared for clinical use

Event description:
It was reported that the compressor alarmed for low pressure. There was no patent harm. Manufacturer's ref.#: (B)(4).